Event description:
It was reported the patient's blood glucose level rose to 307 mg/dl while wearing the pod between 1 and 4 hours. The patient reports they have removed the pod from the infusion site (arm).

Manufacturer narrative:
The returned device was evaluated and the 9nvestigation found a tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. The patient history buffer files showed the algorithm was functioning as intended, correctly responding to continuous glucose monitor inputs. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.1. Cgm sensor type: g6.